Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) went into vf and received shock therapy from the device, but could not be converted. Attempts at external rescue were unsuccessful and the patient subsequently expired. When received at the hospital, the device could not be interrogated.